Manufacturer narrative:
Our sales and service unit has been in contact with the facility. The biomedical engineer at the facility could not recall any issues with the ventilator at the given time of event. Due to lack of info regarding the described event and that the serial number of the device could not be identified, no further investigation can take place. No parts have been replaced indicating that the ventilator system is functioning and that the issue might be related to the clinical set-up, or other environmental or surrounding factors.

Event description:
It was reported that while listening to a pt a long expiratory mechanical hum sound was heard. When the ventilator air outlet was inspected the sound was louder. It was also noted that the waveform on ventilator had a ripple-effect on exhalation. (B)(4).